Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Mid-procedure, the patient's blood pressure dropped. The patient already had an intracardiac echocardiography (ice) catheter inside them. The acunav catheter was inside the patient so they increased the depth on ice and performed a transthoracic echocardiogram (tte) to confirm a pericardial effusion. For medical intervention, a pericardiocentesis was performed and 390 ccs of fluid was removed from the patient and 350 ccs of that fluid was reinfused into the patient. The patient was in stable condition and was taken to the heart and vascular center of the hospital for observation. The medical team stated that no "blood gas" was drawn on the patient so they were unable to determine if there were punctures on the left or right side. The event occurred on the date called on (B)(6) 2023. It was discovered during use of biosense webster products. Physician stated that he did not know what caused the pericardial effusion. Outcome of the adverse event was fully recovered (no residual effects). Patient was discharged the next day. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 3-oct-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Mid-procedure, the patient's blood pressure dropped. The patient already had an intracardiac echocardiography (ice) catheter inside them. The acunav catheter was inside the patient so they increased the depth on ice (intracardiac echocardiography) and performed a transthoracic echocardiogram (tte) to confirm a pericardial effusion. For medical intervention, a pericardiocentesis was performed and 390 ccs of fluid was removed from the patient and 350 ccs of that fluid was reinfused into the patient. The patient was in stable condition and was taken to the heart and vascular center of the hospital for observation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31049652l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician stated that he did not know what caused the pericardial effusion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).